Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient alleged the meter issue began, around 10 pm on (B)(6) 2019, stating that she obtained a blood glucose result of ¿363 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin (self-adjuster) humulin 52 units in the morning and the evening, reporting that in response to the alleged high result, she took extra nph insulin slow acting and 14 units of regular. The patient stated that 10 hours and 40 minutes after the alleged issue, she developed symptoms of ¿lopsided, almost dizzy, big black spot on vision, can¿t look straight ahead and sweaty¿. The patient reported that she self-treated with a glucose tablet and rest. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the control solution test had not been selected manually on the device. The test strips were stored correctly and had not expired. Csr noted that when patient was walked through a test using control solution the result was in range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.